Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. Once the investigation has been completed or if any additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. The device was not being used during surgery, and no injury or medical intervention occurred. There was no additional information provided.